Manufacturer narrative:
Age - average. Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of stenosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached article, titled "vascular healing responses to paclitaxel coated balloons or everolimus eluting stents for the treatment of in-stent restenosis. Insights from optical coherence tomography."

Event description:
It was reported through a research article, identifying the xience prime stent, that the xience prime may be related to the adverse patient effects of in-stent restenosis. Details are listed in the attached article, titled vascular healing responses to paclitaxel coated balloons or everolimus eluting stents for the treatment of in-stent restenosis. Insights from optical coherence tomography. Please see article for additional information.